Event description:
It was reported that the patient experienced two hypoglycemia events with blood glucose readings of 70 mg/dl each, cause unclear, and self-treated with oral glucose tablets on both occasions, along with cheese and a cracker during the second event, resulting in stabilization to 125 mg/dl and 152 mg/dl. Symptoms included no reported signs of hypoglycemia. Outcomes included successful self-management without hospitalization or emergency care. Investigation included customer education on proper low glucose treatment and rechecking after 15 minutes to ensure upward trend and stabilization. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the events characterized as hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.